Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous product. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise via reduced intrinsic amplitudes. The shock occurred while the sensing vector was in the secondary vector. Technical services discussed some programming options. The device has been reprogrammed to the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise via reduced intrinsic amplitudes. The shock occurred while the sensing vector was in the secondary vector. Technical services discussed some programming options. The device has been reprogrammed to the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.